Event description:
It was reported that there weas a fiber breakage issue. There was no information provided regarding details about procedure or patient involvement or outcome. Further information provided stated the procedure was cancelled, further details were not available despite efforts to obtain the information. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.